Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a pulse generator implant procedure. During the procedure, blood was observed below the outer insulation of the pacemaker lead. Upon further inspection, an insulation break was noted. It was suspected the outer conductor was exposed, allowing blood to enter the area between the insulation and the conductor cables. The lead was then scrapped and a different tendril lead was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
The reported events of blood seen below the insulation layer and break in the insulation were confirmed. Final analysis found the complete lead was returned in one piece measuring 58.0 cm. Cuts were noted on the suture sleeve and the outer insulation at 6.5 cm and 6.7 cm from the connector pin. Blood in the lead lumen were noted at these regions. Compressed outer coil was noted at 23.5 cm, 24.8 cm, 33.8 cm, and 50.0 cm from the connector pin. These damages were consistent with surgical damage. The lead was otherwise normal. No anomalies were found.